Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: yellow particulate was observed. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the provided imagery and reported event. However, the yellow particulate was not returned for further evaluation, engineering was unable to perform ftir analysis to confirm the characteristic of the particulate for contamination source identification. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. As reported, ''during preparation, while flushing the wire lumen of the delivery catheter, foreign material was observed being expelled. Per additional follow-up: wire stylet was difficult to reintroduce as it seemed to be catching on something in the inner lumen.'' Based on the imaging evaluation, the color appearance of the particulate was similar to the inner lining of guidewire lumen. The reported event may be related to the device mishandling during device preparation. Additional manipulation may have performed during insertion or removal of the stylet, which inadvertently scrapping the inner diameter of the guidewire lumen, resulting into the reported foreign material during flushing. Furthermore, it might also be a potential manufacturing issue where the yellow particulate was not detected inside the lumen during the manufacturing process, despite the inspections in place based on the manufacturing mitigation reviews. However, a definite root cause was still unable to be determined due to limited information. As a precautionary step, awareness communication was performed to inform the manufacturing sites about the yellow particulate found during flushing. It was reported that the stylet was difficult to be re-inserted, as it seemed to be catching in the inner lumen. In this case, the yellow particulate observed during flushing suggests that the excessive inner lining of the lumen (yellow particulate) may have been scrapped during the stylet insertion/removal and formed some loose particulate inside the lumen, subsequently obstructing the guidewire lumen pathway for a smooth stylet insertion. As such, available information suggests that procedural factors (yellow particulate obstructs the lumen pathway) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During preparation, while flushing the wire lumen of the delivery catheter, foreign material was observed being expelled. The delivery system was not introduced into the patient. A new delivery system was prepared and used without further issues.